Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the heavily tortuous, mildly calcified, mid left anterior descending (lad) artery, the 2.0 x 20 mm minitrek balloon dilatation catheter (bdc) was advanced with anatomical resistance toward the lesion. Force was used and the proximal device shaft became separated. The device was removed from the anatomy without reported issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the mini trek coronary dilatation catheters (cdc) instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. It is likely that the use of force during advancement of the balloon dilatation catheter (bdc) resulted in the shaft kinking and ultimately separating. The investigation determined the reported proximal shaft separation appears to be related to user error; however, the failure to advance the bdc appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.